Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that her daughter pump alarmed when she took the pump off to take a shower. The alarm did not occur during the prime rewind sequence. The customer¿s blood glucose was unknown. Troubleshooting was unable to be completed because the screen went blank. After troubleshooting for the blank display, the display did not return. During constant tone troubleshooting, the customer changed batteries and constant tone was not resolved and neither was the blank display. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm anomalies noted. No damage on the isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.